Event description:
It was reported that during a hip arthroscopy procedure using the ambient super turbovac 90 ifs, allegedly one of the electrode balls on the tip of the wand detached while inside the joint. An x-ray was performed, but did not show the missing ball to be inside the joint. The procedure was completed with a new wand, without any further delay or patient complications.